Manufacturer narrative:
Inspection of the device is currently ongoing. There was no allegation of patient or caregiver injury or death reported from this alleged incident. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported that centrella med-surg had an issue, brakes not holding bed.there was no patient/user injury, medical intervention, symptom, or adverse event reported